Event description:
It was reported that during a case, the unit did not work. One and a half hour delay while another unit was brought in. No injury was reported. The account filed an incident report.